Event description:
It was reported that this left bundle branch (lbb) lead exhibited loss of capture (loc) as a result it was explanted and replaced. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).